Event description:
Medical affairs spoke to the pt in 2004 and they provided the following info: on several occasions back to back tests were done and readings were erratic. On one occasion they had tested and obtained a 210 mg/dl and a 90 mg/dl performed within 10 minutes of each other. They went to the doctor's who tested their meter and obatined a 150 mg/dl. Md did not treat pt; however, advised pt to contact lfs. Based on statistical methodology, the calculated difference of these glusoe results exceeds the expected value of <=20% and/or <=20 mg/dl. They als mentioned that their meter now displays error 4 message. Medical affairs tried to asssist pt through the proper testing procedures; however, issue still persisted with the meter. Customer service sent pt a new meter due to erroe 4 message. This acse being reported as a malfunction due to the error 4 message.